Event description:
End user reports that while using pen needles with lot number 523918 and lot 52996 the insulin will not dispense through the pen needle at all.

Manufacturer narrative:
Retained lot numbers 523918 and 52996 were tested based on the compatibility test with different insulin pens and all 200 of reserved lot samples show no malfunction. Based upon the investigation, the user's failure could be related to the following reasons: temperature, time or air. The temperature of the insulin cartridge before injection, the time that the insulin pen needle is left inside the end-user's skin after injection, and the air from the insulin pen must be exhausted before the insulin is injected to prevent inaccurate dosage.

Manufacturer narrative:
Initial trend analysis for lot #523918 and #52996 was conducted, another complaint was found using the same types of insulin pen types. Further investigation will be conducted to determine the root cause of complaint.

Event description:
End user reports that while using pen needles with lot #523918 and lot #52996 the insulin will not dispense through the pen needle at all.

Manufacturer narrative:
Retained lot numbers 523919 and 58047 were tested based on the torque comparation and the capatibility of different brands of insulin pen brands. Although the two lots meet the technical requirements of iso11608, the test did show a tighness is feel of different pen brands. The manufactuer is determined to improving the pen needle structure so it will compatible to every insulin pen brand. There is no defect in the product but only improvements to be made in the future.

Event description:
End user reports that while using pen needles with lot number 523918 and lot 52996 the insulin will not dispense through the pen needle at all.